Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. Investigation conclusion: this is the 1st complaint for lot # 9074971 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause_ can¿t be confirmed.

Event description:
It was reported that bd posiflush¿ normal saline syringe leaked. The following information was provided by the initial reporter: material no. 306547 batch no. 9074971. (12 of 12). It was reported there was leakage. When pulling back on the syringe, blood came out the back side of the plunger.